Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received motor position encoded error alarm and other pump error alarm. Customer also reported that insulin pump had motor error alarm and customer rewound the insulin pump successfully. It was reported that drive support cap was normal and insulin pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify a35 alarm and e70 alarm due to motor error alarms.